Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Reason for reoperation was deflation. Device evaluation: visual analysis of the returned device identified a fold crease, wear abrasion and one curved opening on the radius. A leak test and microscopic analysis was performed which identified one smooth crease opening on the radius. The fill test inspection was performed, the result is that no blockage. Based on the device analysis the final assessment is: one crease smooth opening on radius due to fold flaw opening.